Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, one opening curved on radius and black particles in the fill channel. A leak test and microscopic analysis were performed which identified one opening striated on radius due to surgical damage consistent in the use of some surgical tool and one opening crease sharp on the anterior due to fold flaw opening. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation was deflation.

Event description:
Device has been explanted.